Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no pacing capture in the lv (left ventricle). Plausible no capture as lv threshold as of (B)(6) 2015 was 6 volts and 1.0ms. Capture management is now programmed off. (B)(4).

Event description:
It was reported that there was loss of capture with the left ventricular (lv) lead, and the right ventricular (rv) lead exhibited high thresholds. The lv lead was revised and the rv lead was reprogrammed. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.